Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that it didn't seem to be operating right  as they saw settings not available (59). Patient stated that they were unable to get past the intensity settings and they were not receiving therapeutic relief. Patient reported that when they switched between programs and groups a, b, and c, they saw settings not available, on all of them. Patient confirmed that they tried changing groups and adjusting their intensity. Patient did not have any recent falls or injuries. Agent reviewed meaning of settings not available message. The patient was redirected to their healthcare provider to further address the issue and to meet with a representative for potential reprogramming.